Manufacturer narrative:
Results code - product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the shaft and on the balloon. There was contrast in the balloon and in the inflation lumen. The balloon was loosely folded. There were crimp marks on the balloon between the markers. A new indeflator, filled with water, was used to inflate the balloon to rated burst pressure and no rupture or damage was observed on the balloon. Product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: partial stent deployment requiring surgical intervention. Device issue: partial stent deployment. It was reported that the stent came off of the balloon and did not fully deploy (but stayed in the target lesion). It was originally thought that the indeflator was the issue and it was replaced. That did not resolve the issue. They tried to inflate the balloon and there was no pressure recording. When they went to inflate, contrast media did leak out. The pressure gauge did not record anything at that point. They ended up going in with a different balloon and were able to pass it through the stent and partially deploy the stent at the target lesion. No migration occurred. The physician felt that the pt needed to have a surgical intervention in 2009 to ensure the stent would stay in place, although there were no pt complications at the time of the procedure. The pt was stable. No additional event or pt info is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.